Event description:
I have the essure, I have suffered from morning sickness everyday cramps increase in mens, lots of blood clots, had a surgery due to ovaries at the tubes was covered in cyst. Now having more pains and swelling has increased over time along with numbness in inner thighs and migraines have become more frequent now having them every other day. FDA safety report ID# (B)(4).